Manufacturer narrative:
Broduct complaint # pc-(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The actual sample was returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. The suture was examined along of the strand and it was observed a damage to 4.5 ¿ of swage area. This condition causes the breakage suture. The sample was tested for knot tensile strength and the result was above the minimum individual strength requirement. Per the sample condition, the assignable cause of the performance breakage suture is a damaged suture. The tested sample met the finished goods requirements. Representative samples were returned for analysis. During the visual inspection of the samples, no defects were found on the package. The samples were opened and the swage and attachment area were as expected. Samples were dispensed without problems. Four samples were observed to have a severe damage to 4.5¿ of swage area. This condition causes the suture breakage. Samples were tested for knot tensile strength and one of the samples did not meet the minimum individual strength requirement. The information provided is compiled monitored and reviewed on a routine basis for any associated trends. Further investigation has been initiated.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. It was reported that there was suture breakage. There were no adverse patient consequences.